Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, customer performed reset, and pump screen responsiveness was restored with no further issues reported.